Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 31) occurred. A cartridge change was performed to address the alarm and the cartridge in use at the time of the alarm was observed to be damaged. Customer's blood glucose level was 281 mg/dl.